Event description:
The customer reported the system will not have an image after a fluoro was taken. A patient was involved. A nuro stimulator procedure was being administered during the time of the event. No patient injury was reported.